Event description:
This MDR is being submitted to report the reinfusion of damaged red blood cells as indicated by discolored urine. A donor reported that he had passed pink tinged urine upon voiding one and a half hours after donation in 2006. The donor stated that the "blood" was not shiny or red and it was a one-time occurrence.

Manufacturer narrative:
The auto-c troubleshooting log for the instrument in use during the procedure was reviewed and revealed the alarm "ac used" occurred during the procedure. According to the customer the resolution was the ac volume was adequate and the procedure was resumed without complication. There were no problems with venipuncture during the procedure. Test procedure data sheets dated 8/15/05 (annual pm) and 5/31/06 (post-event) were reviewed and indicate that the instrument was performing to specification when those tests were run. The disposable set and concomitant products were discarded by the customer. Review of comlpaints for the instrument serial number and lots of disposable and concomittant products revealed no reports of adverse events attributable to the device. This complaint is in the process of being investigated by baxter healthcare. If any significant information is revealed, a follow-up MDR will be submitted.